Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the returned driving cap was received as described with the threads broken off. The surface of the material at the failure is sheared off. The underside of the head has hammer marks. The driving cap (part# 03.010.475, lot# 7720478) was received for evaluation with complaint category "broken: intraoperatively" and complaint description ¿it was reported that during a procedure on october 2, 2014 the driving cap broke off the suprapatellar insertion handle at the thread shaft junction while hammering the nail down the canal. Update: 10/8/14 3:16pm: the threads of the driving cap broke off inside the aiming arm during an im tibial nailing procedure. The returned driving cap was received as described with the threads broken off at the end of the instrument. The threads were in the insertion handle. The surface of the material at the failure is sheared off. The underside of the head has heavy dings and indentations from hammering. Manufacture date is jan 17, 2012. Product drawing (se_369219, rev a, connector f/insertion handle f/pfna tfn) was reviewed during this evaluation. No drawing discrepancies were identified. Based on the hammer marks on the underside of the driving cap head, it appears as if the customer tried to back the nail out without attaching the hammer guide. Off-axis force on the driving cap caused the threads to shear off. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inter-medullary tibial nailing procedure on (B)(6) 2014 the driving cap broke off the suprapatellar insertion handle at the thread shaft junction while hammering the nail down the canal. The threads of the driving cap broke off inside the aiming arm. The procedure was completed with a less than ten minute surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.